Event description:
It was reported via repair work order that the siderail could not latch due to the spindle bearing being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.